Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and high threshold measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis revealed patient alerts for right ventricular (rv) lead pace/sense impedance greater than 3000 ohms between (B)(6) 2010; and (B)(6) 2012. Weekly pace lead trend data showed an increase for minimum and maximum ventricular pacing equal to the 5472 to 6640 ohms range between (B)(6) 2011 and (B)(6) 2013.